Event description:
Initial result for a pt creatinine was 0.0 mg/dl. When repeated, the result was 1.42 mg/dl. The incorrect result was not used to guide therapy. The field svc rep was unable to determine a cause for the discrepancy.